Event description:
It was reported that the tips of the pk dissecting forceps instrument were not coagulating. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the conductor wires for damage as this may cause cautery issues, however, the wires were found to be intact and electrical continuity passed. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The customer reported failure mode cannot be confirmed. Engineering also observed that one side of the distal end of the instrument main tube has a 2.5" long section with light material removed. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.